Event description:
It was further reported that the patient received a new patient programmer. The device was reprogrammed. Patient outcome was not provided.

Manufacturer narrative:
Product ID 3889-28, lot# v069645, implanted: (B)(6) 2007. Product typ: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007. Product typ: extension: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007. Product typ: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect while stimulation is turned on, and stated that her battery needs to be replaced because it was not working. The patient felt no stimulation sensation and therapeutic impedance measurements were >4000 at 3.95v, 300us and 17hz. The nurse stated that there were times while she ran the electrode impedance check that the patient felt stimulation. The patient was also in need of a new patient programmer. Additional information has been requested, but was not available as of the date of this report.